Manufacturer narrative:
The reported event that intramedullary arthrodesis implant smart toe ii 16mm / 0° angle for pip arthrod was alleged of 'implant breakage after surgery' could be confirmed based on provided x-rays. Based on investigation, the root cause was attributed to be patient related. The device was implanted on (B)(6) 2016 and the breakage was discovered 6 months later, on (B)(6) 2017. Based on provided x-rays from (B)(6) 2017, no fusion occurred between bones. Moreover, patient is (B)(6) years old, therefore bone quality might not be optimal, and patient was reported to be active and to practice different hobbies and sports. Therefore this case is classified as patient related, due to overload in combination with nonunion and extensive activity. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that patient with active hobbies like sports and golf had an operation on (B)(6) 2016 for left foot's second and third toe pip-arthrodesis with smart toe implants (st019p lot f002814pbbe and st016p lot v04453). Operation completed normally, implants had been in the freezer. Patient felt some pain and (B)(6) 2017 from the photo can be seen that both implants are broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that patient with active hobbies like sports and golf had an operation on (B)(6) 2016 for left foot's second and third toe pip-arthrodesis with smart toe implants (st019p lot f002814pbbe and st016p lot v04453). Operation completed normally, implants had been in the freezer. Patient felt some pain and on (B)(6) 2017 from the photo can be seen that both implants are broken.